Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported inability to remove the gripper line and gripper line stretch was confirmed during returned device analysis. The investigation was unable to determine a definitive cause for the inability to remove the gripper line; however, the gripper line stretched was determined to be a cascading effect of the inability to remove the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line of the clip delivery system could not be removed and if were to reoccur may lead to a portion of the gripper line being left in the patient anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced without issue and leaflet grasping was performed. While attempting to establish gripper line removability, the gripper line could not be removed and was stretching. Troubleshooting was performed, including opened the clip and attempted to floss the line, but this was unsuccessful. The cds was removed, and the device was replaced. After removal of the cds, the device was tested. It was found that the gripper line was movable near the clip but not at the handle. A new cds was used without issue. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.